Event description:
It was reported that an 8476 code (motor stall) was seen on the personal therapy manager. The manufacture representative had no further questions. The code had been seen by the patient. It was unknown if the patient had an MRI. No patient symptoms were reported. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).